Manufacturer narrative:
Information was not provided and if it becomes available, a follow-up report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Corrected d1 brand name and d4 additional device information. Updated d10 for device return date, g1-g2 for follow-up report submitter, corrected g5 premarket identification and updated g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. A1 patient identifier, a4 patient weight, not provided.